Event description:
It was reported that during a shoulder cuff repair, the footprint ultra suture broke external to patient. The procedure was completed using a smith and nephew back up device in the originally drilled bone hole. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with no suture or implants returned. There is biological debris on the returned device. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found that a material certification is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive / inappropriate force on the device. No containment or corrective actions are recommended at this time.